Event description:
It was reported that, surgeon installing a 3x110 apex pin. It sheared off. The pin pieces were left in the tibia.

Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.